Event description:
Depoline catheter inserted into pt - reservoir implanted in the subcutaneous pouch medial to the entrance to the left subclavian. When taken out of pt, depoline catheter not in tact. The distal part of the catheter remained in the pt fixed by thrombotic activity. A cardiac catheterization had to be performed for intervention and removal of the remaining broken catheter.